Manufacturer narrative:
PMA/510(k) #: k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Larghi 2013, fine-needle tissue acquisition from subepithelial lesions using a forward-viewing linear echoendoscope. The aim of this study was to evaluate the diagnostic accuracy, defined as the proportion of correct diagnoses, obtained using the eus-guided fine-needle tissue acquisition (fnta) sampling technique performed with the newly developed forward-viewing eus scope (fv-eus). This was a retrospective analysis of a prospectively collected database including all consecutive patients with subepithelial lesions sels who underwent eus-fnta using the fv-eus scope from 2007 to 2011 in a tertiary referral center. All procedures were performed by a single expert endoscopist. A total of 121 consecutive patients with sels (mean age 61.0 ± 13.5 years; 74 females) underwent sampling of the lesion using the fv-eus scope during the 4-year study period. The mean size of the lesions was 30.8 ± 18.1 mm, and 13 were located in the esophagus, 96 in the stomach, 10 in the duodenum, and 2 in the rectum. All eus procedures were performed under conscious or deep sedation. Eus-fnta was done using a standard 19-gauge needle (echotipultra; cook medical inc., (B)(4)). Briefly, the needle was prepared before insertion into the working channel of the echoendoscope by removing the stylet and attaching a 10-ml syringe to its proximal end, preloaded with 10ml of negative pressure. The needle was then advanced a few millimeters into the target lesion under eus guidance. After opening the lock of the syringe to apply negative pressure, three back-and-forth motions were made with the needle inside the target lesion, together accounting for one needle pass. The lock of the syringe was then closed and the needle removed. The collected specimens were immediately placed in 10 % formalin for histological examination. Early (within 72 hours from the eus procedure) and late(> 72 hours) complications were evaluated. The procedure was technically feasible in all but one patient who had a 10-mm gastric sel that could not be placed in the target position after insertion of the biopsy needle into the working channel of the scope. A mean of 2. 7 ± 0.8 needle passes per lesion was performed. No early or late complications related to the eus-fnta procedure were observed. This file will capture the 119 cases of use error - stylet removed before procedure.

Manufacturer narrative:
PMA/510(k) #k210476. Device evaluation the echo-19 devices of unknown lot numbers involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. There were 2 related files opened from this literature paper: (B)(4) (emdr ref.-3001845648-2022-00564) : larghi 2013 - (B)(4) cases of use error - stylet removed before procedure pr (B)(4)(emdr ref.- 3001845648-2022-00565) : larghi 2013 - (B)(4) cases of off-label usage (sel in rectum) and use error - stylet removed before procedure lab evaluation n/a document review including IFU review prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As the lot numbers are unknown a review of manufacturing records could not be performed. The notes section of the instructions for use which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is evidence to suggest that the customer did not follow the instructions for use as there was (B)(4)cases of the customer removing the stylet completely prior to use which would be considered user error. Image review n/a root cause review a definitive root cause could be attributed to user error as the user as there was 119 cases of the customer removing the stylet completely prior to use which would be considered user error as per IFU the stylet should not be removed from the device until advancement in the lesion has been completed. "7- prior to puncture, retract the stylet slightly (approximately 1cm) from the leur fitting on the needle handle, to ensure the sharpened needle tip is exposed. Extend the needle, by advancing the needle handle of the device to the pre-positioned safety ring, into the target site" summary complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up MDR report is being submitted due to the completion of the investigation on 18-apr-2023 and an update to the investigation conclusions.